Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead dislodged and dropped into the ventricle. The lead was repositioned approximately one month after the initial implant. The lead remains implanted and in use. No patient complications have been reported as a result of this event.